Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was experiencing connection lag issue as the connection stops at 90%. Agent reviewed data and assisted the pt in deleting the data. Pt was able to connect to the pump and gave themselves a bolus with no lag. Pt will call back when they need further assistance.